Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in hospital for high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose level was over 500 mg/dl. Customer was treated in emergency room. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.